Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20011558/19952073. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned.